Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states that the device will not run for more than two to three days. The mother states that they are receiving frequent failed battery test, and the batteries not being recognized in the pump. The customer was advised that he issues may be with the battery cap, and is being sent out replacement. The customer was not able to be reached via phone call, to complete troubleshoot. Nothing is being returned at this time.